Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. Upon testing, the right atrial lead capture was high. Fluoroscopy revealed lack of lead slack. The atrial lead was capped and replaced on (B)(6) 2020. The patient was in stable condition and no patient consequences were reported.